Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized due to high blood glucose level with blood glucose above 400 mg/dl. The insulin pump was off the auto mode. The customer had it set to 8 hours only. The insulin pump will not be returned for analysis.